Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reports capsular contracture, baker grade unknown. "My breast is now three times the size. Hard and raised high. It¿s painful and restrictive as I am finding it impossible to do any day to day task without consequence. I am also having a lot of night sweats and subsequent sleepless nights." Patient has crohn's disease and a compromised immune system. This record relates to the right side. Device remains implanted.